Manufacturer narrative:
Concomitant medical products: 1103 hvad pump, 1125 hvad outflow graft implanted: (B)(6) 2019; dtma1d4 ICD implanted (B)(6) 2019; evolutr-34-us tra nscatheter valve (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a tip to coil pacing impedance warning triggered on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.